Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that the patient was experiencing urinary incontinence again. The physician performed a cystoscopy, and the determined the artificial urinary sphincter (aus) implant cuff was not closing properly. Additionally, there was a fluid leak from the cuff due to a hole, and there was a deflation issue. The fluid loss was identified through injection of saline with a syringe. There was no air observed in the device. The physician removed and replaced the device through replacement surgery, the patient fully recovered, and there were no further patient complications reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing urinary incontinence again. The physician performed a cystoscopy, and the determined the artificial urinary sphincter (aus) implant cuff was not closing properly. Additionally, there was a fluid leak from the cuff due to a hole, and there was a deflation issue. The fluid loss was identified through injection of saline with a syringe. There was no air observed in the device. The physician removed and replaced the device through replacement surgery, the patient fully recovered, and there were no further signs or symptoms reported.